Manufacturer narrative:
Date of the event is unknown.

Event description:
It was reported the patient had high impedances on one lead causing ineffective therapy on that lead. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of the event is unknown.

Event description:
It was reported the patient had high impedances on one lead causing ineffective therapy on that lead. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-02162. Additional information received indicates surgical intervention took place wherein the l3 and l2 leads were explanted and replaced to address the issue. The l2 lead was replaced due to being stuck together with the l3.